Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted. In addition it was noted that the defibrillation conductor was distorted and had a fracture due to overstress. It was noted that the defibrillation coil was distorted, outer tubing overlay with cosmetic environmental stress crack, the outer insulation was torn, there was blood in/on the helix mechanism, there was apparent explant damage and the lead was stretched. The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the (B)(4) leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An allegation from an attorney indicated the patient is deceased.